Event description:
The user facility reported that a pt was admitted to the hosp with rectal bleeding. A therapeutic colonoscopy was performed and the pt was released from the hospital that same day. Within 24 hours following the procedure, the pt reportedly experienced diarrhea and was admitted to the hospital for a re-examination. The pt was reportedly diagnosed with chemical colitis and was treated with antibiotics. The pt was not hospitalized and was said to be doing fine to date.

Manufacturer narrative:
The user facility has elected not to return this device to olympus for investigation. The user facility has indicated that the reported event was attributed to the non-olympus automatic endoscope reprocessor (aer) that was used to reprocess this device. The aer has reportedly been removed from service. An olympus endoscope support specialist was dispatched to visit the user facility and conducted an in-service training on how to clean and handle the device. This report is being filed as an MDR in an abundance of caution.